Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a complaint of overestimation due to premature batter depletion on a pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was stable.